Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information h2: correction h6: adverse event problem component codes ¿ correction

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).